Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure, it was observed that the customer's ideal suture grasper 60 degree penetrated the tissue and while pulling back to retreat the device, the hook separated from the body of the device. The sales rep stated that no debris was created therefore nothing fell into the patient. The case was completed with a bird-beak reusable instrument with no patient harm or delays. The sales rep was not present for the case and could not provide any additional information. The device is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's ideal suture grasper 60 degree penetrated the tissue and while pulling back to retreat the device, the hook separated from the body of the device. The sales rep stated that no debris was created therefore nothing fell into the patient. The case was completed with a bird-beak reusable instrument with no patient harm or delays. The sales rep was not present for the case and could not provide any additional information. The device is being returned for evaluation. Additional event information received on 10/3/2018. Issue was detected during the case. The device was being pulled out from the patient. There is no surgical delay of greater than 30 minutes. All fragments were retrieved. There was no resulting surgical delay. The procedure was able to be completed with a bird-beak reusable instrument. No patient impact.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: (B)(4). The complaint device was received and evaluated. Visual appearance indicates that a piece of the wire is broken, therefore this complaint can be confirmed. During functional testing, the wire does not retract completely and gets stuck. Furthermore, a non-conformance report was initiated to further investigate the failure. Additionally, a non-conformance search was performed for this part (251723) with lot (l954408) combination and no additional non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).